Manufacturer narrative:
The reported event of overestimation was not confirmed. The device was at end of life (eol) upon receipt. Longevity analysis found the battery depletion to be normal. The device functioned normally during analysis. No anomalies were found. Analysis of device image indicated device operated at high in pacing output settings during implant period due to auto capture being enabled. When automatic settings are programmed, such as autocapture and rate responsive feature, the device would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Longevity assessment was performed and device has exceeded the projected longevity and is considered normal battery depletion.

Event description:
During follow-up, slow heartrate due to a loss of pacing was observed. Premature battery depletion is suspected. The event was resolved by explanting and replacing the device. The patient was in stable condition.